Event description:
Patient was hit positive therefore bivalirudin had to be used. Patient had power spikes on his lvad and it was felt that possible pump thrombosis was occurring. The pump was transiently working effectively, but felt exchange was necessary.